Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). First/given name: unknown / not provided. PMA/510(k) number k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection. Implant placement according to the sunners technique: sinus membrane lift + bio-oss bone filling. After placement, significant sinus infection with pus flow. Inflammation, pain, edema and abscess was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. Device history record (DHR) review was completed for the subject lot number: (1244297). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers: (1244297) for similar events (complaint category keyword: medical: infection) and no other complaint was identified.

Event description:
No further event information is available at the time of this report.